Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this device underwent a premature ventricular contraction (pvc) ablation procedure during which some functional undersensing was observed. This led to right ventricular (rv) pacing being provided which induced this patient into ventricular fibrillation (vf). Technical services (ts) could hear the field representative and the physician adjusting the cross chamber blanking with no effect. Ts noted it appeared to be a timing issue and to consider lowering the lower rate limit, which was performed along with rhythmic being turned off, which appeared to resolve the issue. This device remains in service. No adverse patient effects were reported.